Event description:
It was reported that for 2 weeks the pt has no longer been able to hear with her speech processor. All external parts have been exchanged, but without success. According to the pt's parents, no external impact on the implanted area has occurred. Testing was carried out, which confirmed that the device has malfunctioned.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a f/u report.